Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the patient has been receiving hemodialysis for many years. Approximately six months after the catheter had been placed, bloodstains were discovered near the orifice behind the bow clip. It was found that the catheter is leaking. The catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.